Event description:
It was reported that a pump declared an altitude alarm with code 21. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The customer resolved the issue by replacing the cartridge, and the pump resumed normal operation. Technical support provided tips for preventing altitude alarms, which the customer understood and acknowledged.